Event description:
In 2008, the patient reported that the previous night the buttons on his infusion device would not respond and it took him an hour to program a bolus. He stated that today, he has been "fiddling" with the buttons to program a bolus and his blood glucose was elevated to "400 something." The patient was instructed how to perform a scroll bolus and he bolused 12 units of insulin. The patient was sent a replacement infusion device. Upon follow up on five days later, the patient stated that his blood glucose had returned to normal. The patient did not require medical assistance from a healthcare professional or second party to address the issue. Product was requested to be returned for evaluation.